Event description:
The user facility reported a 54 year-old male patient with a high risk of percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. The patient developed access site bleeding while on support. The bleeding was resolved within ten minutes by use of a balloon tamponade and a perclose suture. The patient was transferred to the intensive care unit and remains stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation has been completed for introducer damage - mechanical. The pump and introducer were not returned for investigation. The cause of the introducer damage issue was most likely an introducer sheath kink due to patient vessel size and condition. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.1 product problem was inadvertently left off the previously submitted report and was added. B.7 revised as this information was inadvertently omitted from the previously submitted report. D.4 revised model number from the initial submission in accordance with updated procedures. D.6a and d.6b revised from the initial submission in accordance with updated procedures. G.1 revised manufacturing site name and address section as previously entered incorrectly. H.6 code 4755 was reported incorrectly on the previously submitted report. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Event description:
Additional information was received. The user facility reported that while on impella cp support, the sheath had kinked upon implant. The pump was inserted and started without issue despite the kink and position was optimized. Furthermore, the patient had nearly full loss of pulsatility with every balloon inflation with impella supported mean arterial pressure.

Manufacturer narrative:
Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ h.6 codes 1942, 2588 and 3038 were inadvertently omitted from the previously submitted report. Code 2993 was reported incorrectly on the original submitted report. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The pump and introducer were not returned for investigation. The cause of the vascular damage issue was patient condition related with sheath kinking due to patient vessel size and artery being deep. The cause of the introducer damage issue was most likely an introducer sheath kink due to patient vessel size and condition.